Event description:
During testing at the user facility, it was noted that the device was smoking while plugged into ac power and there were multiple charred parts found internal to the device. Prior to testing, the device was returned to the biomedical dept with an unsigned note that stated, "broken." No tracking info was provided; therefore; specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found a burn smell coming from the mechanism. This was due to charred components on the driver, central processing unit and keypad printed circuit boards. This report represents all the info known by the rptr upon query by hospira personnel.